Manufacturer narrative:
Date of event estimated. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, a cuff miss [suture retrieval issue] was noticed, possibly related to the angle the device was held at. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the device angle was greater than 45 degrees. It should be noted that the proglide instructions for use states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the device angle was greater than 45 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event. B6: relevant tests/laboratory data.

Event description:
Subsequent to previously filed report, additional information was received:proglide was held at a greater than 45 degree angle when deploying the plunger possibly causing the cuff miss [suture retrieval issue]. No additional information was provided.